Event description:
It was reported via literature review that this study aimed to compare clinical and quality-of-life outcomes between transvenous implantable cardioverter defibrillators (tv-icds) and subcutaneous implantable cardioverter defibrillators (s-icds) among patients with arrhythmogenic right ventricular cardiomyopathy (arvc). The study population was from the johns hopkins arvc registry, which has prospectively enrolled and followed arvc patients and their family members since 1999. 57 patients with subcutaneous devices were matched to 88 patients with transvenous devices. Among the subcutaneous devices implanted, 12 were a first generation device (model 1010), 14 were a second-generation device (a209), and 28 were a third generation device (a219). There were 13 inappropriate shocks in the s-ICD group. The most common reasons for inappropriate shocks in subcutaneous group were t-wave oversensing (46%) and myopotential oversensing (31%). Within the subcutaneous group, inappropriate shocks did not differ significantly by device type (1010: 25%, a209: 21%, a219: 25%) or the presence of smart pass filter (on: 19%, off: 30%). The s-ICD group also saw 5 system extractions, 1 electrode malfunction, 1 battery malfunction, 1 infection requiring extraction, and 2 procedure-related complications. No additional adverse patient effects were reported.

Manufacturer narrative:
Wang, weijia, et al. (2022). Subcutaneous and transvenous defibrillators in arrhythmogenic right ventricular cardiomyopathy a comparison of clinical and quality-of-life outcomes. Jacc: clinical eletrphoysiology. Https://doi.org/10.1016/j.jacep.2022.09.020.